Event description:
It was reported that during an implant procedure, the helix of the right ventricle (rv) lead had extended slowly after several positional changed. The physician elected to not used the lead and a new lead was implanted. The patient was stable throughout the procedure.